Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration reading that was not within specifications. This report is made based on results of investigation completed on 08/28/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 08/28/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the force sensor calibration reading did not measure within specifications. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no loss of prime or other issues related to the force sensor. (B)(4)